Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the liquid residue and burned components on main pcb and the pcb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was turning on but the screen stays off/ audible alarm during startup. There was no harm, no delay. This occurred prior to the surgery. There is no additional information. Investigation found liquid residue and burned components on main pcb. No adverse event was reported as a result of this malfunction.